Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: one sample was received and tested by our quality team. The separation described by customer was immediately verified as the drip chamber was separated from the rest of device tubing. The set was analyzed under a high power digital microscope and there was a lack of solvent present on tubing were it was supposed to be secured to the drip chamber. This is the root cause of the failure- improper use of assembly equipment during the tubing to drip chamber bonding portion of assembly. The manufacturer has been notified of this issue. A device history record review for model 2426-0007 lot number 22119302 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected from the drip chamber while spiking the fluid bag. The following information was provided by the initial reporter: "rn opened new primary tubing to prime new infusion. When attempting to spike the fluid bag rn noticed the tubing had become disconnected from itself. Drip chamber was disconnected from tubing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected from the drip chamber while spiking the fluid bag. The following information was provided by the initial reporter: "rn opened new primary tubing to prime new infusion. When attempting to spike the fluid bag rn noticed the tubing had become disconnected from itself. Drip chamber was disconnected from tubing."